Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation; however, during first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.